Event description:
It was reported that this right ventricular (rv) lead had suffered a fracture in 2017 and the calling health care professional consulted with technical services (ts) if this might be intermittently presenting loss of capture, with ts clarifying it was a possibility due to the fracture. The lead remains in service and it is expected to be revised at the next changeout of the associated pulse generator. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had suffered a fracture in 2017 and the calling health care professional consulted with technical services (ts) if this might be intermittently presenting loss of capture, with ts clarifying it was a possibility due to the fracture. The lead remains in service and it is expected to be revised at the next changeout of the associated pulse generator. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.